Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller called and mentioned that they were looking at a patient's file that notes that the patient had a "broken lead wire". The caller had verified that he knew no information as to when the lead broke, what it meant by lead break. They also did not have the patient's hcp information. Additional information was received from a healthcare provider (hcp) reporting that they had not further information regarding this event except that the patient would be seeing their doctor in april to have the device removed.